Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and there was no irrigation coming from the tip of the catheter. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31636301l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. However, if the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and there was no irrigation coming from the tip of the catheter. It was reported that the lumen on the pentaray nav catheter was occluded, and there was no irrigation coming from the tip of the¿ pen¿ at all. The pentaray catheter was flushed with a syringe without resolution. When the pentaray catheter was replaced, the issue was resolved, and the procedure continued. No adverse patient consequence was reported. Additional information was received, and it was indicated that there was no pump used, just tubing connected to a pressurized bag of heparinized saline. There was no error. The physician was holding up the catheter to ensure it was dripping before he reinserted in the patient¿s body and noticed nothing was coming out. The scrub tech tried to manually flush the catheter with a syringe and tried to aspirate the catheter and nothing came out. The event occurred during mapping. The ablation generator was not used as this was a pulsed field ablation (pfa) ablation used with farapulse¿ system.